Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure when implanting this left ventricular (lv) lead noise was seen and measurements were not available, and it was also not possible to place the lead into the device, thus a new lead was used. The lead will not be returned. No adverse patient effects were reported.

Event description:
Additional information that the oversensing was seen with no reported asystole for greater than two seconds. Also it was noted that resistance was encountered when the guidewire was attempted to be placed into this lead.